Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that bipolar impedance was low at 160 ohms, unipolar 240 ohms, and the patient was pacemaker dependent. The model 4024 lead also had high thresholds. Capture and sensing were stable. The 4024 ventricular and 4524 atrial leads were removed and replaced. The atrial lead had a history of impedance issues observed over the past seven years, with the lead being used in unipolar during that time. No patient complications were reported as a result of this event.